Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable and the cable insulation was damaged. The motor and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during an unknown time on an unknown date, the device was sent in for yearly preventive maintenance. There was no reported incident. There was no note of patient harm or delay. During product evaluation, it was found that the motor speed is unstable. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.